Event description:
It was reported that the patient presented in-clinic with a dislodgement of the left ventricular (lv) lead. X-ray imaging was performed which confirmed the dislodgement. The lv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.